Event description:
The customer reported that the insulin pump had unresponsive buttons and a frozen screen. Troubleshooting was performed. The battery was replaced and the alarm could not be cleared. The customer stated that the numbers were ramping. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.